Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to threat a 95% stenosed lesion in the proximal left anterior descending artery with heavy tortuosity and mild calcification. The 3.5 x 48 mm xience xpedition stent delivery system (sds) was advanced without issue, and inflated to 14 atmospheres (atm). The stent was implanted; however, a dissection was observed. An additional xience xpedition stent was implanted for treatment. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.